Event description:
The hosp reported that during a preparation for an endoscopic vein harvesting procedure, the harvesting cannula of the vasoview 7 xb was not glued when they opened the package. A new kit was opened to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the cannula handle was rec'd with the adaptor separated. The device had no evidence of blood. Based upon this observation, the reported failure "handle separated" was confirmed. Internal file number - (B)(4).